Manufacturer narrative:
Product event summary: the pump and associated outflow graft were not returned for evaluation. Log file analysis revealed a sustained decrease in power consumption and estimated flows starting on (B)(6) 2019 to parameters below the normal operating range and 25 low flow alarms recorded since (B)(6) 2019. Visual evidence provided by the site revealed a material that was reported to have been removed from the area between the outflow graft and an additional surrounding graft placed by the surgeon at implant. As a result, the reported event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, a possible root cause of the reported low flow event may be attributed, but not limited, to constriction of the outflow graft due to the material noted between the outflow graft and the foreign graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. D1: heartware ventricular assist system ¿ outflow graft lot number: 15908398-9377 h6 method code(s): 4112,4114 h6 results code(s): 213 h6 conclusion code(s): 4310. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted to correct the codes in h10. D1: heartware ventricular assist system ¿ outflow graft lot number: 15908398-9377 h6 method code(s): 4114 h6 results code(s): 3221 h6 conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system outflow graft, model #: 1125/ catalog #: 1125/ expiration date: 30-sep-2021/lot#: 5908398-9377, UDI #: (B)(4). Device available for evaluation: no, mfg date: 30-sep-2016, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with low flow alarms on the ventricular assist device (vad). Computerized tomography (CT) angiogram with 3d reconstruction showed an outflow graft (ofg) obstruction/occlusion with kinking/bending of the ofg. The patient was taking to the operating room (or), outflow graft was isolated, the outer waterproof membrane was cut, and a gelatinous material was removed from in between the waterproof membrane and the ofg. The ofg and vad remain in use. No further patient complications have been reported as a result of this event.